Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that patient was revised on (B)(6) for recurrent dislocation. Patient subsequently dislocated. Patient was rerevised following the first revision for dislocation with a new cup and an mdm cup and ceramic head.

Manufacturer narrative:
An event regarding dislocation involving a trident acetabular shell was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: ¿the primary harm involved is recurrent dislocation tha. There is insufficient documentation presented to complete this assessment.¿ device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event for this lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received for evaluation. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient was revised on (B)(6) for recurrent dislocation. Patient subsequently dislocated. Patient was rerevised following the first revision for dislocation with a new cup and an mdm cup and ceramic head.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was confirmed. Method & results: device evaluation and results: not performed as device was not returned for evaluation. Medical records received and evaluation: review of medical records by a consulting clinician indicated: "the primary harm involved is recurrent dislocation tha. Multiple xrays of the index and revision surgeries were reviewed. The acetabular component positioning appears to be within the safe zone of 10-25¿ anteversion and 30-50¿ abduction which has been reported to minimize tha dislocation. Neither the rotational position i.e., anteversion ,of the femoral component or the integrity of the muscular, and capsule/ligamentous envelope surrounding the hip can be assessed by plain xray. Both of these factors can play a significant role in stability of a tha." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event of dislocation is confirmed. Review of medical records by a consulting clinician indicated: "the primary harm involved is recurrent dislocation tha. Multiple x-rays of the index and revision surgeries were reviewed. The acetabular component positioning appears to be within the safe zone of 10-25¿ anteversion and 30-50¿ abduction which has been reported to minimize tha dislocation. Neither the rotational position i.e., anteversion, of the femoral component or the integrity of the muscular, and capsule/ligamentous envelope surrounding the hip can be assessed by plain x-ray. Both of these factors can play a significant role in stability of a tha." The exact root cause could not be determined. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient was revised on 2/29 for recurrent dislocation. Patient subsequently dislocated. Patient was rerevised following the first revision for dislocation with a new cup and an mdm cup and ceramic head.